Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) hc355, (heal collar 3.5x5.5, 5mm) for evaluation. Visual evaluation and a functional test was performed, there was slight wear on threads, however threaded with no issues with in-house implant. DHR review was completed for the subject lot number 2021121019. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021121019 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: fit: does not seat. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the clinician damages screw surface (e.g. Scratches, dents resulting in removal of screw material). However, a definitive root cause could not be established. Therefore, based on the available information, a device malfunction did not occur. The abutment engaged with an in-house implant. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that gingiva former could not screw properly, threads could be damaged. Procedure was completed with a new device.